Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, customer's blood glucose (bg) reached 423 mg/dl to 600 mg/dl and customer went to the emergency room for treatment on (B)(6) 2026. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. The customer changed infusion set and cartridge to address the issue. Ultimately, the pump was replaced, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.